Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device was still not working very well. They reportedly woke up at 12:30, 3:30 and 6:30. It was also reported that sometimes "it's just sudden" that they cannot even get to the bathroom before "it lets loose." Patient was reportedly seeing their health care professional the day after the report. No further information reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy is not helping them much. It was noted to be much better at night and they can sleep a little better. The patient had their program changed and they managed to turn stim off for a while. The amplitude was increased and stim was noted to be comfortable and in the correct area. The patient wanted to know how long before therapy would help them, they were referred to their doctor to discuss program options and to monitor symptoms. The patient mentioned having heart surgery and that they have a tissue valve. Additional information was received and the patient noted the device was still not doing any good and was not helping very much and that it was not doing its job. Patient stated a manufacturer representative put in a new program the last time they went back, and it worked for a while but did not seem to be working as well. Patient had an appointment to have a stent change in their bladder and was wondering if it had any effect on their device. Patient was still waking up 3 or 4 times a night. It was later received from a healthcare professional (hcp) that on (B)(6) 2017 the patient was reprogrammed appropriately. The hcp noted the patient needing a different program as the cause of the therapy issue. It was later reported by the patient that the steps taken to resolve the ineffectiveness were that a manufacturer's representative (rep) changed the program. The cause was unknown. The patient stated that it see, to work better at might than during the day. The patient stated that they still have problems. Additional information was received and it was reported that sometimes their implant worked and sometimes it did not. Patient's implant was to treat bladder control and they saw a manufacturer representative who told them to turn it down, but it did not work as well. Patient turned it back up and it worked better but had not been getting much sleep at night. Patient noted they had an infection the day before their implant surgery, but stated it was related to their device and that they had a urine sample done and was put on an antibiotic. No further complications were reported.